Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and implant exchange due to patient's concern with the product. Device has been explanted.

Event description:
Healthcare professional reported left side deflation and implant exchange due to patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, green particles in device outer mold like appearance surface and one curved opening. A leak test and microscopic analysis was performed which identified: one opening sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side anterior assessed as unidentified (tear) opening.